Event description:
It was reported that 2 everest set screws at l3 "loosened" one month post-operatively. Revision has occurred. This report represents the second of the two everest set screws.

Manufacturer narrative:
Visual inspection: the device was inspected, and it was observed that the underside of the set screw exhibited significant radial deformation, suggesting that the rod was not fully reduced prior to final tightening. Complaint history records were reviewed for this lot, and one similar complaint was identified. Per surgical technique: ensuring the implant is in the desired position, lock down the implant by final tightening each set screw to optimal torque (45 in-lbs) utilizing the handle and the driver shaft. Be sure to final tighten the center set screw of the adjustable transverse connector. Note: do not exceed recommended torque or damage to the instrument or implant may result. If a set screw is final tightened while the rod is not fully reduced in the screw head, it could compromise the integrity of the capture mechanism at that level.

Event description:
It was reported that 2 everest set screws at l3 "loosened" one month post-operatively. Revision has occurred. This report represents the second of the two everest set screws.